Event description:
Patient had an open reduction internal fixation with richards hip screw. At follow-up visit 2 weeks later, increased pain. X-rays revealed lag screw had cut through the femoral head. Returned to surgery one month from original surgery for revision of intertrochanteric hip fracture to cemented revision femoral stem with bipolar head with removal of richards hip screw and side plate.